Event description:
Per the clinic, the patient refused to wear the device, after experiencing a seizure. The patient was sedated in the or on (B)(6) 2012, to facilitate integrity testing. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.